Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire coating peeled off. The target lesion was located in the right coronary artery. A 182cm pt graphix guidewire was advanced to cross the lesion. The wire was used as a buddy wire and the physician stented against the wire, trapping the wire. After the stent was delivered, the physician pulled back on the wire at which point it was noticed that part of the polymer tip had peeled off. It was noted that there was some clotting on the polymer tip and a second stent was then delivered to appose the polymer tip to the vessel wall. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.